Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs in 2009 alleging that the meter was set to the incorrect unit of measurement (uom). A medical surveillance specialist (mss) spoke to the pt two weeks later and obtained the following info: the pt mentioned that approximately one week prior to contacting lfs, she noticed that the meter was sent to the incorrect uom. The pt does not recall the reading she had obtained; however, continued to take her 10 units of insulin n. Since then she claims she developed symptoms of feeling sweaty for the past couple of days and would eat food and drink and would feel better after eating. She did not test her blood glucose at the time of exhibiting symptoms. She contacted her physician due to the symptoms and when she visited the physician two days earlier, he advised her to contact lfs since her meter readings were incorrect. He also added 12 units of regular insulin to her diabetes regimen. She does not recall the reading she had obtained on the physician's meter. She did not receive any medical treatment at the doctors. The meter was previously set on the correct unit of measurement. The pt was also aware that the meter was set incorrectly. The pt had the meter for 4 yrs and claims once she replaced the battery her readings were different. Products were replaced. The complaint is being reported since the pt alleged that due to the meter reading being set to the incorrect uom, she took her set amount of insulin and later developed symptoms suggestive of hypoglycemia and had to self-treat with food.